Event description:
Pt reported no longer hearing sound sensations after receiving a blow to the head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/ reimplantation surgery is scheduled for 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.

Event description:
Na